Event description:
Procedure: carotid endarterectomy for arteriosclerosis. According to the reporter: the customer reports that the suture broke on a carotid. The pt had to be sent back to surgery in emergency. It was reported that the pt lost more than 500cc of blood, experienced tissue loss, and underwent a blood transfusion. The surgeon reports that the pt developed swelling in his neck following carotid endarterectomy for non-major arteriosclerosis. He became hypotensive, and required reintubation that was difficult. He was taken to surgery and it was found that the surgipro broke 1/2 way down the suture line. The pt lost 2-3 liters of blood. The pt's tissue was reported to be intact and was healthy. The surgeon did not save the suture used in the case and states that the pt died four days later of brain death from cerebral ischemia. Add'l info has been requested.

Manufacturer narrative:
(B)(4).